Manufacturer narrative:
Date of death unknown. 2012. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Implant date 2012. Pt demographics: ID (B)(6). Former cigarette smoker. History of failed conservative treatment >6 months, hypertension (on single med to treat), diabetes (on insulin + additional med to treat), asthma, CPAP sleep apnea machine, coronary artery disease. It was reported that the patient presented with radiculopathy, extremity pain, and back pain l4-l5-s2. The patient was diagnosed with stenosis and ddd l2-s2 and spondylolisthesis 50% l5-s5. The patient underwent posterior open fusion l2-s1, using posterior instrumentation, autologous local bone, and rhbmp-2/acs. Local antibiotics were applied, neurologic monitoring was performed, and x-ray verification of the levels was done. Post-op, the patient was readmitted to the ICU. Patient had renal failure, multi-system organ failure, and respiratory failure. Patient refused intubation and was put on bipap mask. The patient died. Discharge disposition: death after 24 hours postop.